Manufacturer narrative:
(B)(4). Date sent 7/15/2025. D4 batch # y70577. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the package opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, fifteen(15) clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch y70577 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.